Manufacturer narrative:
Concomitant products:w1dr01 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic low impedance warnings. The ra lead was inactivated. No patient complications have been reported as a result of this event.